Manufacturer narrative:
Phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speakers are malfunctioning. The customer reported that the device was in use on a patient at the time of the complaint / event. There was no adverse event to a patient or user.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2018-07583.